Event description:
Surgical procedure to address infection. Irrigation and debridement performed with poly exchange. During revision of the poly insert, the new insert would not fit into the tray. The surgery was extended approximately 1 1/2 hours due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.